Event description:
Consumer reported complaint for high and low blood glucose test results. The test strip lot manufacturer¿s expiration date is 04/20/2023 and open vial date is one week prior to call. The customer feels well and did not report any symptoms. Coordinator had initially spoken with customer and transferred customer's information to technician. When contacted by technician, customer stated that after the initial call he had contacted his doctor to obtain a new meter. Doctor had sent prescription for new meter to customer's insurance. Customer declined to further troubleshoot; no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 28-feb-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.